Event description:
Unit reported to have burned two pts causing blisters.

Manufacturer narrative:
The original unit (B)(4) mentioned in the customer complaint passed visual and functional testing upon return. The lead wires (B)(4) and applicators (B)(4) showed wear and did not pass visual or functional testing.